Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. (B)(4)

Event description:
The customer reported to the FDA that on (B)(6), 2006 an infusion of 65 mls of linezolid was started from an unknown secondary bag hung above a 500ml bag of 5% dextrose using an interlink continu-flo solution set. The drip chamber on the primary bag immediately filled, indicating that there was retrograde movement of the infused liquid back toward the primary bag. A colleague pump was being used. The condition occurred during patient use. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.